Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Some time post-op it was reported that a set screw popped off. The patient underwent a revision surgery during which the construct was found to be intact, the set screw had not migrated. No additional patient complications were reported.